Event description:
It was reported that the right atrial lead may have insulation damage and when it was tested with a lead analyzer, there was no signal. The patient has chronic atrial fibrillation (af) so the lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the atrial lead impedance was approximately 200 ohms, with a high count of short circuit paces. An atrial lead warning was triggered on 2013-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5034 implantable pacing lead: (B)(6) 1997. (B)(4).